Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level l1. Routine postoperative check up and x-rays "looked great"; however, patient reported severe low back pain, leg pain with numbness and tingling in legs. MRI was performed on (B)(6) 2010 and was reported as normal per the physician. The patient requested a second opinion with another physician and a CT scan was performed on (B)(6) 2010. CT scan showed a cement leakage. The patient reported "it affected the nerve and wrapped around the paraspinous muscle". An electromyography was also performed. The patient was diagnosed with peripheral neuropathy. No additional information was reported.

Manufacturer narrative:
Method - follow-up with patient.